Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced insulin leak in the cannula event on (B)(6) 2025. The leakage was in the connector to the tip of the cannula. The issue occured with 4 infusion sets. The blood glucose level was 349 mg/dl and the patient was treated with correction bolus. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17491. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 08-jan-2025 against "lot number 6008166 and similar malfunction code(s): leakage from infusion site (cannula base part/cannula) (specific cause not identified), infusion site leakage - trace moisture / superficial wetness. The review confirmed that lot 6008166 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 08-jan-2026 against "lot number" criteria equal 6008166 and similar malfunction codes no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6008166 was manufactured according to the work instruction (wi) version 45 and manufactured in the multivac 07, on 14-jul-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4g03476 was manufactured according to the wi version 24 and manufactured in the gluing machine 07, on 16-jul-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4g00173 was manufactured according to the wi version 24 and manufactured in the gluing machine 07, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4f04575 was manufactured according to the wi version 24 and manufactured in the gluing machine 07, on 15-jul-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: of 3 samples tested, 1 sample failed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi - guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code: leakage from infusion site (cannula base part/cannula) (specific cause not identified), conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008166 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.